Event description:
It was reported that the device had a cracked pressure sensor. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn(B)(6) was performed from date of manufacture 07/10/2017 to present date 11/14/2020, and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4) for no fault found which does not correlate to the customer reported issue.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a cracked pressure sensor. No patient involvement was noted.